Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: h6 and h10: the delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. However, 3mensio imagery, procedural cine, and a photo from the complaint site were provided. The imagery provided of the delivery system balloon after being used in the procedure shows that the balloon was bunched distally, and the balloon wings were flared out. The valve could be seen still present on the balloon with the valve struts bent outwards. During manufacturing of the delivery system, the delivery system and components were inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the events. A lot history review was performed and revealed no other similar complaints relating to the reported events. A review of complaint history from december 2018 through november 2019 revealed additional returned complaints for the commander delivery system (all models and sizes) for the complaint events. No manufacturing nonconformities that would have contributed to the complaints were identified. A review of complaint history revealed that the monthly occurrence rate did not exceed the november 2019 control limit for the trend categories. The instructions for use (IFU) and the procedural training manual were reviewed for instructions/guidance relevant to proper device handling. Per the IFU, during thv delivery ¿warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary¿. Additionally, the procedural training manual indicates ¿warning: if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy. If excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary¿. No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported events are anticipated risks of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. The complaints were confirmed; however, the investigation of the complaint histories revealed no indication that a manufacturing non-conformance contributed to the events. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As identified in a product risk assessment (pra), high valve alignment forces can be a potential root cause for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond. If the physician performed valve alignment in a tortuous anatomy, it may have resulted in increased forces being applied to the bond area. Additionally, if the thv is at a bend or angle during alignment, this can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the bond between the inflation balloon and crimp balloon. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. High tension from the interaction of the crimped valve with the flex tip could result in resistance downstream in using the fine adjust wheel as mentioned in the complaint description. The IFU warns ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon.¿ the imagery review shows the valve buckling on the delivery system and diving onto the flex tip. Imagery review also noted that valve alignment was performed in the non-straight section of the aorta. As such it is possible that the combination of the aforementioned events led to difficulties with fine adjust leading to a torn balloon. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and procedural factors (high alignment forces as a result of valve alignment in non-straight section) may have contributed to the complaint event. No IFU or training inadequacies were identified for the balloon torn and the occurrence rate did not exceed the monthly control limit for the applicable trend category; therefore, no pra or corrective/preventive action is required at this time. The balloon torn issue and its associated risks have previously been assessed and documented in a pra. A CAPA was previously initiated to address this failure mode. No IFU or training inadequacies were identified for the fine adjust difficulty and the occurrence rate did not exceed the monthly control limit for the applicable trend category; therefore, no pra or corrective/preventive action is required at this time. As it can be noted in the imagery provided, the valve struts are bent outwards and the balloon wings are flared out. As such these factors may have hindered the withdrawal of the delivery system into the sheath as they cause the delivery system profile to become larger than intended. Additionally, the presence of tortuosity could contribute to the non-coaxial withdrawal of the valve and therefore exacerbating the events. While a definitive root cause is unable to be determined, available information suggests that patient factors (tortuosity) and / or procedural factors (bent valve struts) may have contributed to the complaint event. No IFU or training inadequacies were identified, and the occurrence rate did not exceed the monthly control limit for the applicable trend category; therefore, no pra or corrective/preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The procedural cine, a still photo and the 3mensio report were provided by the reported or the site to edwards lifesciences and were reviewed by a physician proctor. The following are the findings summarized below: procedural cine: heavily calcified aortic annulus, no images proved of esheath insertion, esheath tip appears below iliac bifurcation in left iliac artery, safari wire seen in lv, resistance seen as delivery system with crimped valve advances through esheath. Crimped, valve canted and flex catheter shows buckling, delivery system and crimped valve out of esheath. Valve diving and more buckling of flex , catheter seen. Valve and ds appear to be caught at abdominal aortic curvature. Dsa image shows aortic tortuosity, separate balloon catheter seen from right femoral artery. Appears operator is attempting to use balloon catheter to support advancement of ds and crimped valve past aortic curvature. Ds and valve in same area of abdominal aorta (non-straight section) and is now aligned with inflation balloon. Buckling and valve diving seen. Valve/ds advances past aortic curvature. The flex catheter is buckling, crimped valve is canted and valve diving is seen, ds and crimped valve across aortic annulus. Retraction of the pusher for the implant. Balloon spring appears compressed and valve not aligned to distal marker, next image shows esheath in abdominal aorta (past iliac bifurcation) with ds inside, following image shows esheath below iliac bifurcation with ds and crimped valve pulled back just above sheath. Esheath appears kinked, ds and crimped valve appear caught as anatomy moves when ds is pulled back. Pusher not against valve pusher now seen but not against crimped valve. Esheath was withdrawn slightly more than previous image. Contrast injection shows no flow down left femoral artery coda balloon inflated in distal abdominal aorta still photo (provided from reporter): balloon bunching distally, balloon wings seen, balloon catheter appears cut 3mensio report (provided from site): known tortuosity in abdominal aorta and iliac arteries investigation is ongoing.

Event description:
As reported by the edwards affiliate in sweden, during a transfemoral tavr procedure, difficulties were encountered while pushing the commander delivery system with crimped 26mm sapien 3 valve through the esheath. The delivery system exited the esheath in the common iliac artery, however, the pusher dislocated laterally, and the valve suddenly moved sideways versus the pusher. During valve alignment within the patient¿s moderate tortuosity, resistance was encountered, and when doing adjustment with the rotating wheel, it snapped, and no further adjustments could be performed. The delivery system was eventually advanced to the native valve. Prior to valve deployment, some abnormalities were seen distal of the radiopaque marker. Therefore, it was decided to retrieve the delivery system, however, when the physician moved back towards the tip of the esheath it was impossible to retract the balloon/valve into the esheath. Vascular surgery was required for the removal of the delivery system/valve. The surgeons cut the balloon/valve from the delivery system so that the delivery system could be retracted through the esheath and removed. The tip of the delivery system with balloon/valve was removed by the vascular surgeons from the common iliac artery. Thereafter, the common iliac artery and the superficial iliac artery was reconstructed. This led to a prolonged ischemia of the left leg, which in turn led to a massive rhabdomyolysis, and this led to a multi-organ failure, which was the final cause of death.